Manufacturer narrative:
(B)(4). Concomitant medical products: persona posterior stabilized femoral component, catalog #: 42500805601, lot #: 62561585; persona fixed bearing articular surface, catalog #: 42512400413, lot #: 62229721; persona all polyethylene patella, catalog #: 42540200029, lot #: 62773356; simplex bone cement, catalog #: 6188-1-001, lot #: rbv031. Customer has indicated that the product will not be returned to zimmer biomet for investigation, as product location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2018-02407, 0001822565-2018-02408, 0002648920-2018-00362. Product location unknown.

Event description:
It was reported that the patient was revised to address pain and instability, as well as to improve overall function in the knee. The femoral and tibial components were well positioned and well fixed but were revised due to worsening stability. Attempts have been made and no further information has been provided.

Manufacturer narrative:
(B)(4). Reported event was confirmed due to patient medical records received from the customer. DHR was reviewed and no discrepancies were found. Per package insert, loosening and instability are known possible adverse events of the procedure. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.